Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon did not deploy to create space in the extraperitoneal cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).